Event description:
It has been determined, that the device associated with this complaint in non-allergan. This record is no longer reportable to the FDA. And will be un-reported.

Manufacturer narrative:
Article citation: andreas larsen, adam mandrup timmermann, mikela kring, tim kongsmark weltz, mathias orholt, peter vester-glowinski, jens jorgen elberg, jesper trillingsgaard, louise vennegaard mielke, lisbet rosenkrantz ho ¨lmich, tine engberg damsgaard, anne roslind, mikkel herly, a histological assessment tool for breast implant capsules validated in 480 patients with and without capsular contracture, springer, 07june2024, 1-12. The reported events of "capsular contracture, alcl-lymphoma-suspected, inflammation, calcification, silicone migration and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, alcl-lymphoma-suspected, inflammation, silicone migration and granuloma.

Event description:
Through journal article "a histological assessment tool for breast implant capsules validated in 480 patients with and without capsular contracture." A healthcare professional reported 12 patients experienced the events of capsular contracture baker grade I/ii/iii/IV, "obs rupture", "obs. Bia-alcl", "inflammation, including acute inflammation (neutrophil granulocytes), chronic inflammation (lymphocytes)", "vascularization and calcification", "free silicone vacuoles, intracellular located silicone in macrophages (foam cells)" and "multinucleated giant cells and granulomatous inflammation (silicone granulomas) on unknown sides. Pathological markers confirming alcl have not been received. Device status is unknown. The affected devices are non-allergan.